Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension on (B)(6) 2013. On (B)(6) 2016 the patient had a subsequent endovascular procedure and was implanted with an additional bifurcated stent, an additional suprarenal aortic extension, and two limb extensions. On (B)(6) 2016 a follow up computed tomography (CT) showed a type 1a endoleak. An intervention has not been scheduled by the physician. The patient is stable.

Manufacturer narrative:
At the completion of the investigation, the clinical evaluation was able to confirm the type 1a endoleak. The clinical assessment was based on adequate medical records and adequate patient images. A manufacturing or design issue has not been identified or suspected based on the evaluation of the reported event. The root cause of the reported event is unknown, there is not enough information to determine the root cause of the reported event. The event devices remain implanted in the patient and were not returned for further evaluation. The clinical evaluation found further evidence to reasonably suggest the following contributing factors to the reported event; off label use, significant calcification the aortic neck, and prior proximal extension placement.